Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Operation channel buckled at 90 cm. A/w channels buckled at 7 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the air/water channel buckled ; however, it is not the main cause, and/or irrelevant to the alleged complaint.